Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the physician noted that the 3.50x16mm taxus liberte stent was dislodged from the balloon. The procedure was completed with another 3.50x16 taxus liberte stent. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
(B)(4).